Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, a scratch was noted on the periphery edge near 45 degrees away from the haptic optic junction. Additional information has been requested. There are three medical device reports associated with this report. This is 2 of 3.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.